Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error 13-1064-1229 was confirmed. ¿ on 25-nov-2024, 9 lvp devices were received unboxed and with paperwork. ¿ the 9 lvp units powered on with error code 13-1064-1229 due to corrupt or missing software. ¿ units were re-flashed. All 9 lvps functioned normally with no errors after, then tested along with a pcu and asft check-in testing, no other issues noted. ¿ device to be returned to san diego repair center for processing. ¿ as a precaution, recommend bd san diego repair center replace the logic boards. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 13-1064-1229. There was no patient involvement.

Event description:
It was reported that the device had displayed error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c10 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error 13-1064-1229 was confirmed. On 25-nov-2024, 9 lvp devices were received unboxed and with paperwork. The 9 lvp units powered on with error code 13-1064-1229 due to corrupt or missing software. Units were re-flashed. All 9 lvps functioned normally with no errors after, then tested along with a pcu and asft check-in testing, no other issues noted. Device to be returned to san diego repair center for processing. As a precaution, recommend bd san diego repair center replace the logic boards. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.